Manufacturer narrative:
A partial lead with the connector end measuring 17.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is due to cardiac arrhythmia. Device and leads were explanted. No further information is available at this time.